Manufacturer narrative:
The user account cannot locate the broken bolt, but have provided photos of the housing and remaining bolt. The hill-rom technician inspected the lift and found the lift is beyond its useful life of 10 years. In addition, hill-rom quality engineering analysis of the provided photos of the housing and bolt installed on the lift found they are not the correct parts for the attachment with which they have been used, and that the housing was too short for the flexlink. The uno 102 service manual (3en500401) states "repairs and maintenance may only be performed by personnel authorized by hill-rom and using original liko spare parts." A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. The account stated their staff performed maintenance on the lift in november 2016, but did not perform the max load test. The lift was taken out of service by the account and will be scrapped. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating a patient fell from the lift during a transfer to her wheelchair when the bolt that attaches the scale adapter to the flexlink arm of the lift broke. The patient fell to the floor and was transported to the local emergency room. No caregivers were injured. The patient received x-rays of her spine, chest and right hip which indicated the patient sustained a right pelvic fracture. While being admitted to the hospital for treatment of the fracture, the patient died in the emergency room. The cause of death is not yet known. This report was filed in our complaint handling system as (B)(4).